Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03255. It was reported that the first catheter's distal tip became detached and remained inside patient's body and the second catheter had removal difficulties. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). Two truepath¿ cto devices were selected for use. During the procedure, when the first truepath¿ was used, it was noted that the portion near the distal tip of the device became detached and remained inside the patient's body. The detached portion was difficult to remove; thus the physician did not attempt to retrieve it. Then, a second truepath¿ was crossed the lesion; however, difficulties crossing the lesion was noted. The physician removed the device; however, it was noted that the truepath¿ could not be simply removed and was trapped in the calcification. Consequently, a non bsc guide extension catheter was inserted to remove the truepath¿. Finally, an unspecified guidewire was advanced to the lesion and an unspecified stent was deployed. At this time, the detached distal tip of first truepath¿ that remained in the severely calcified lesion was crimpled in the vessel wall with this stent. No further patient complications were reported and patient's status was good.